Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for both lot/serial numbers provided. A manufacturing record evaluation was performed for the finished device 20420 number, and no non-conformances were identified. Device manufacturing date 01-jul-1987. A manufacturing record evaluation was performed for the finished device 13801 number, and no non-conformances were identified. Device manufacturing date 01-aug-1984. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Healthcare professional provided two lot/serial numbers, (B)(4), for the patient's breast implants. It is unknown which number belongs to the suspect medical device since the impacted side was not specified. If additional information is received, a supplemental report will be submitted as applicable. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Explantation date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent an unspecified breast augmentation with mentor breast implant experienced postoperative implant rupture on an unknown side. As a result, the patient is scheduled to undergo explantation on (B)(6) 2021.